Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had attended the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. The patient had administered correction boluses to bring down their blood glucose levels, which had bought the levels ¿down slightly¿ but, the patient¿s blood glucose levels instantly went up again. The patient contacted the local non-emergency healthcare phoneline and was redirected to the emergency healthcare phoneline, who provided an ambulance for the patient. Whilst on the way to the emergency room, the patient¿s ketones reached 3.9 and it was reported these had increased when they arrived at the ER, however a specified value was not reported. Symptoms reported included feeling tired, thirsty, having blurry vision, feeling cold and overall feeling unwell. The patient was treated with intravenous potassium and saline; in addition, the patient was prescribed clarithromycin and co-amoxiclav as a precaution. It was reported that the nurses at the ER believed that the high blood glucose levels may have happened due to a possible link to a recent covid vaccination booster. The pod was removed at hospital and, when the pod was removed from the infusion site (abdomen), the pod¿s cannula was found to be bent. The patient was left the ER on (B)(6) 2026, 27.5 hours after arriving.